Manufacturer narrative:
Unit was received with critical pump error and intermittent blank display, problem isolated to electronic assemblies. Unit was received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported that insulin pump had critical pump error. Customer's blood glucose value was 248 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will returned device for analysis.